Event description:
Same case as MFR#: 2134265-2010-03735. It was reported that post a stenting treatment procedure, the patient experienced restenosis. The patient had multiple unknown size uni wallstents previously implanted on an unknown date in the iliac vein. In (B)(6) 2010 the patient came in to have the restenosed stents treated. Two xxl balloon catheters were used in a kissing fashion and both ruptured during the first inflation at five atmospheres. The balloons were replaced with two unknown balloons and were inflated successfully. The procedure was completed with out incident. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).